Event description:
Beckman coulter, inc. (Bec) contacted customer per bec market survey program. Customer reported that the access 2 immunoassay system (access 2) generated non-reproducible false positive troponin I (accutni) results. Customer did not provide any data. Customer reported that the erroneous results were not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Evaluation codes - method code - (other), conclusion code - (other): customer did not request service from bec. Root cause is unknown. Reagent used in conjunction with the access 2 immunoassay system: catalog no.: a78803; brand name: access accutni reagent pack, 100 determinations, 2 x 50 tests. (B)(4).